Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they alleged insulin pump was under delivering. Customer stated they were experiencing high blood glucose and was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. Customer was performed displacement test and it was passed and also they performed high pressure test and it did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.